Event description:
Event description guidant received information that during implant, the distal coil of the lead was placed close to the patient's septum. The lead dislodged to the point where the coil was against the rv wall. As a result, threshold had become somewhat elevated and r-waves had decreased.